Event description:
It was reported that when the ventilator was turned on, there was no output pressure. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na